Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report unintended movement and entanglement. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation with a grade of 4. Prior to the procedure, it was noted that a mitral valve annuloplasty was previously implanted. Clip delivery system (cds 91205u159) was inserted and advanced into the left atrium (la). However, due to a relatively small la, the physician had a difficult time positioning the clip. Once the clip was positioned correctly, the physician noted that when turning the delivery catheter (dc) handle, the clip did not turn as usual. The dc handle had to be turned one and a half revolution to adjust the clip angle to roughly 90 degrees. Once the clip was positioned correctly, it was advanced into the left ventricle (lv) and grasping was performed. The physician then attempted to pull back on the dc handle, but echocardiogram showed the clip had become stuck in the chordae. It was noted that visualization was poor due to the implanted mitral valve annuloplasty. Troubleshooting was performed and the clip was successfully removed from the chordae. The physician wanted to make sure the clip was not caught on the implanted mitral valve annuloplasty, so the clip was inverted and pulled back into the la. However, transesophageal echocardiogram showed that the mitral valve annuloplasty was being pulled. It was confirmed that the clip became caught on the mitral valve annuloplasty; therefore, the clip was reopened, and the physician created more distance from the mitral annulus prior to reclosing the clip. The clip was able to be released from the mitral valve annuloplasty and was removed. No damage occurred to the anatomy or the implanted mitral valve annuloplasty. An additional cds (91205u161) was inserted and grasping was performed. However, while assessing leaflet insertion, visualization was difficult due to the implanted mitral ring. The clip was successfully deployed, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported unintended movement was confirmed via returned device analysis. The reported difficult or delayed positioning and difficult to remove the device from the anatomy during use could not be replicated in a testing environment as they were related to patient¿s anatomy or procedural operational circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the difficulty positioning the delivery catheter (dc) shaft appears to be related to an observed bent dc shaft. The bent dc shaft appears to be due to patient anatomy (small left atrium) in conjunction with troubleshooting maneuvers to positioning the device which resulted in additional tension on the device and caused the dc shaft to bend. The difficult or delayed positioning was due to patient anatomy as it was reported that difficulty positioning was due to relatively small atrium. The clip became caught on anatomy (difficult to remove) appears to be due to poor image resolution while pulling back on the dc handle. There is no indication of a product issue with respect to manufacture, design or labeling.